Manufacturer narrative:
(B)(4).

Event description:
A customer reported to baxter (B)(4) of an unknown baxter administration set in which the nurse observed leakage of total parenteral nutrition (tpn) solution a few minutes after the infusion started. The set was being used with a baxter IV pump. When the tube was unloaded, it was noticed that the tube was chewed and punctured. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review cannot be performed since there was no lot number provided. The device used is unknown; therefore, it does not have a us 510k number. If additional information becomes available, a follow-up report will be submitted.